Event description:
It was reported that during a kyphoplasty performed at levels t10, t11 for traumatic fractures from a snowboarding accident there was a posterior cement leak into the pt's spinal canal resulting in a neurological deficit. The physician reported that the pt was regaining some movement on the left side but may have a permanent deficit on the right side.

Manufacturer narrative:
Method - other; device not returned, follow up conversation with company representative and reporting physician.